Event description:
The hospital reported the following: a female patient with myasthenia gravis was placed on the device in the respiratory ward earlier this year sometime in (B)(6). The customer reported they could not provide the date the incident occurred without discussion with the trust solicitors. The patient was being monitored using a fukuda bedside monitor that includes a pulse oximeter, and it is possible the monitor was in 'night mode', which the customer described will dim the monitor screen and reduces the volume the monitor makes e.g. Beat to beat sound of the pulse oximeter. Also muted are the alarms that may occur. At 7am she was doing well, by 7.30 she suffered a cardiac arrest and expired. The clinical opinion of the physician was that the patient stopped breathing and therefore suffered a hypoxic cardiac arrest. The hospital claimed that the ventilator apnea alarm did not activate. The biomedical manager informed the manufacturer that the ventilator had been in use on a previous patient and during that usage the clinician had disabled the apnea alarm. The ventilator was then put on this patient and the alarm did not sound when the patient went apneic, a result of the alarm not being updated by the clinician for use with this patient. The hospital did not isolate the device that was in use at the time of the reported event. The hospital owns 6 bipap focus devices, and all 6 devices were checked out during investigation of the incident. One unit had a set respiratory rate of 6 bpm; the other five units were set to 10 bpm or higher. Only 1 unit had the apnea alarm set on at 20 seconds; the other 5 units all had the apnea alarm set to off. The alarms were tested on all 6 units and all worked to specification. Myasthenia gravis (mg) is an autoimmune neuromuscular disease characterized by varying degrees of weakness of the skeletal (voluntary) muscles of the body, including the muscles that control breathing. Contraindications for use of the bipap focus device include a lack of a spontaneous respiratory drive, and an inability to maintain a patent airway or adequately clear secretions, both of which can be compromised with mg. It is reported the device was being used in s/t mode in which case the clinician would have to set a respiratory rate. If the clinician decided the patient had a stable enough respiratory condition that this device could be used as intended, they should have made sure the set respiratory rate was adequate in the case of apnea, and/or the apnea alarm was set to on, or ideally both set. Per the device operators manual, spontaneous/timed (s/t) mode provides two levels of positive pressure (one during inspiration and another during exhalation) through the patient interface. S/t mode ensures that the patient receives a minimum number of breaths per minute based on the rate setting. If the patient does not spontaneously breathe within the cycle time determined by the rate setting, the ventilator delivers a timed breath at the set level of ipap. The respiratory rate range is 1-30 breaths/minute and ideally should be set to just below the patient's normal respiratory rate. The hospital respiratory rate was set to 12. The bipap focus ventilator does not have a backup mode of ventilation. The clinician must set an appropriate respiratory rate for the patient if the ventilator is being used in s/t mode. The clinical opinion of the physician was that the patient stopped breathing and therefore suffered a hypoxic cardiac arrest. The hospital claimed that the ventilator apnea alarm did not activate, but reported they do not know whether the apnea or apnea rate alarms were turned off. Per the device operators manual, the apnea alarm will activate if the patient has not triggered a spontaneous breath within a set time period. The settings for the apnea alarm range from off to 60 seconds. The pre-operational check is a check of leds and alarms to be used at the discretion of the clinician. This test is recommended at time of initial setup/system startup to ensure that the device alarms will visually and audibly activate when triggered. During the incident investigation, only 1 unit was found with the apnea alarm set on at 20 seconds; the other 5 units all had the apnea alarm set to off. The alarms were tested on all 6 units and all worked to specification. Since the exact device that was in use during the incident is unknown, it is possible that an apnea alarm set to off caused or contributed to the incident. Adequate monitoring of the patient's oxygen saturation and vital signs via bedside monitoring should have alerted the clinician to any demise in the patient's condition, therefore, it is possible inadequate monitoring conditions caused or contributed to the incident. With little to no information regarding the ventilator's settings, the incident appears to be a case of poor clinical/ventilatory management. The reporting physician reportedly was candid enough to appreciate that the level of knowledge on the hospital ward was poor. The hospital received training on the device from the manufacturer, and they were provided with the records of the training that were given this year. It appears that this incident was a result of user error. Additional training will be provided to the hospital by the manufacturer's clinical applications specialist, non invasive ventilation. Topics to be covered: anatomy and physiology of the respiratory system, what is CPAP and bipap, what medical conditions / patients should CPAP and /or bipap be used and not used (discontinued), how to implement niv including monitoring and weaning from the device, mask fitting, device technology, device setting, including modes and alarms.